Manufacturer narrative:
Section a2 & h4: additional information. Manufacturer's investigation conclusion: the report of a loud noise coming from the pump/motor could not be confirmed through this evaluation as no video/audio clips of the running centrimag system were submitted for review. A specific cause for the reported abnormal noise could not be determined through this evaluation. Information provided indicated that the centrimag blood pump and motor were switched out without issue. After the old blood pump was drained and placed back in the motor, the same noise reportedly occurred. The patient remained stable following the exchange with no further issues. The noise was reportedly thought to be potentially related to an issue with the blood pump, which was returned for evaluation. However, it was reported that the centrimag motor, serial number (B)(4), would not be returned. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was also reported against the centrimag blood pump under MFR # 2916596-2019-06152. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported there was a loud noise coming from the centrimag motor. The motor began to rattle loudly after the patient was ambulated. The speed and flow were noted to be 3800 rpms and 5l. The motors temperature was normal. During the event, the patient was hemodynamically stable. The pump and motor were swapped without issue. When the old pump was drained and placed back in the motor, the same noise occurred. There are no additional issues reported and the patient was stable. No further information was provided.